Event description:
This is an international report of a leak that was found from the silicone tubing found during use. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). One used set with no cap on spike (loose in pouch) and no cap on patient connector in reference to leak was received. The complaint was confirmed in the lab for leak, noted from cut/hole 1 5/8 from sleeve in closed position in silicone tubing.

Manufacturer narrative:
(B)(4). The root cause is unknown.